Event description:
It was reported that foley catheter was inserted and had urine return to which that registered nurse inflated the balloon of the catheter; however, the urine flow then stopped. Registered nurse and the charge registered nurse made the decision to remove that catheter, but when the charge registered nurse attempted to deflate the balloon, the syringe filled with 3ml of pure blood. The catheter was able to be removed from the patient successfully and registered nurse and the charge registered nurse inspected that to find a hole mid way through the catheter. The provider was then notified and urology was consulted.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review was not performed because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was inserted and had urine return to which that registered nurse inflated the balloon of the catheter; however, the urine flow then stopped. Registered nurse and the charge registered nurse made the decision to remove that catheter, but when the charge registered nurse attempted to deflate the balloon, the syringe filled with 3ml of pure blood. The catheter was able to be removed from the patient successfully and registered nurse and the charge registered nurse inspected that to find a hole mid way through the catheter. The provider was then notified and urology was consulted.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.